Event description:
It was reported that the pump "beeps for no reason". The patient removed and replaced the batteries, the pump ran through start up, but then it shut off. The pump was being used as the patient's back-up at the time of the event; there was no interruption in therapy. No injury was reported.